Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up and down buttons were intermittently unresponsive for over a month and gradually getting worse. These buttons had worn symbols and required multiple hard presses to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the keypad symbols were observed to be worn. There were no tears or peeling in the keypad observed. The down button had an intermittent response. The ok, up, & contrast buttons responded properly. The keypad was removed and contamination under the contrast and down button contacts was observed. There was moisture observed in the battery compartment. A leak test was performed and a battery compartment leak at a crack in the battery compartment was observed. The pump case was opened and no further evidence of moisture was observed. The pump booted to the verify screen. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.